Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The customer¿s complaint of a needleless connector stick down and leak upon disconnect could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the needleless connector's internal valve was sticking down causing liquid to splatter when the syringe was disconnected in the cancer center infusion treatment area. There was no patient injury.